Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On unreported date, dianeal therapy was discontinued. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. Treatment and the cause of peritonitis was not reported. At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 1 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A batch review was conducted for the potentially associated lot number h12h29024 and h12i18025. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The nurse reported that the home patient passed away. The cause of death was unknown. The home patient was not on peritoneal dialysis (pd) at the time of death. The home patient was switched to hemodialysis in january (date unknown) and was off of pd therapy for at least a month prior to passing away. The home patient was treated with (unknown) antibiotics and recovered from the peritonitis in january. The nurse considered the patient's death to be unrelated to baxter solutions, machines, or any disposable parts. No further information was available. If additional information becomes available, a follow up report will be submitted.